Manufacturer narrative:
No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision to take place (B)(6) 2013. Asr xl acetabular system - right hip. Reason(s) for revision: alval / soft tissue reaction, pain, metallosis. See surgeon form that reads alval / soft tissue reaction - fluid collection, and elevated chrome 54.06 elevated cobalt 198.64. Update - received confirmation that revision has taken place. Taken from (B)(6) spreadsheet dated (B)(6) 2013. Update nov 17, 2017: additional information received. Corrected previous implant date to (B)(6) 2008. This complaint was updated on nov 20, 2017.

Manufacturer narrative:
Asr revision to take place (B)(6) 2013 asr xl acetabular system - right hip reason(s) for revision:alval / soft tissue reaction , pain, metallosis **see surgeon form that reads alval / soft tissue reaction - fluid collection, and elevated chrome 54.06 elevated cobalt 198.64 ** update - received confirmation that revision has taken place. Taken from (B)(6) spreadsheet dated (B)(6) 2013. Update nov 17, 2017: additional information received. Corrected previous implant date to (B)(6) 2008. This complaint was updated on nov 20, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.